Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. Immucor technical support was unable to obtain any additional data from the customer.

Event description:
On (B)(6) 2014, a (B)(6) customer reported that the antigen screening assay on a galileo yielded an unexpected negative c antigen phenotype result.